Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient had a surgery on (B)(6) 2021. The patient was experiencing a pulling sensation. Physician's plan was to add extensions. During surgery once the physician opened the pocket site, they noticed that there was enough strain relief loop and did not add any extensions. Nothing was explanted or revised.